Manufacturer narrative:
A ge representative evaluated the system and repaired it. The system operates as intended.

Event description:
The customer reported the system will not display an image on the left monitor. No pt injury was reported.